Event description:
It was reported that "during the injection of the product (2 different syringes), the syringe broke." Multiple attempts to obtain additional information from the complainant have been unsuccessful at the time of this report. 2 syringes reported. Associated mdrs:3014909464-2026-00052.

Manufacturer narrative:
(B)(4).